Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead exhibited loss of capture and fracture. During a routine device change out procedure, the lead was capped and replaced with no complications. The patient was doing well.